Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown helical blade. Part and lot numbers were not provided for reporting. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery including hardware removal was performed on an unknown date due to postoperative helical blade cut out and malunion of the fracture site. The patient was initially implanted with a short trochanteric fixation nail (tfn), helical blade and a 5.0mm distal locking screw to repair an unspecified fracture on an unknown date. Postoperatively, on an unknown date, it was identified that the helical blade had cut out and there was a malunion of the fracture site. Revision surgery was performed on an unknown date and the helical blade was removed intact. The patient was revised with a helical lag screw. Please also see related complaint (B)(4) which addresses and reports an additional associated with this patient. Concomitant medical products: short trochanteric fixation nail (part #: unknown, lot #: unknown, qty. 1) and 5.0mm distal locking screw (part #: unknown, lot #: unknown, qty.1). This report is for one unknown helical blade. This report is 1 of 1 for (B)(4).